Event description:
It was reported that the catheter was placed on (B)(6), 2014 and on (B)(6) a leakage has been discovered at the junction of the 2 lumens: red way cut the device has been removed due to the risk of embolism.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturer lot number that was provided is incorrect.